Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device would not power on with button press or usb charging cable. As a result, the customer was unable to monitor glucose and experienced a loss of consciousness. The customer was provided an unspecified injection administered by paramedics and transported to the hospital where they received IV glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device would not power on with button press or usb charging cable. As a result, the customer was unable to monitor glucose and experienced a loss of consciousness. The customer was provided an unspecified injection administered by paramedics and transported to the hospital where they received IV glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated. Meter did not power on with button depression, test strip insertion, or usb cable insertion. The meter was de-cased and visual inspection was performed. Liquid contamination was observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device would not power on with button press or usb charging cable. As a result, the customer was unable to monitor glucose and experienced a loss of consciousness. The customer was provided an unspecified injection administered by paramedics and transported to the hospital where they received IV glucose. There was no report of death or permanent injury associated with this event.